Manufacturer narrative:
The cable cp393-2 4.5m bipolar valleylab (cp393-2) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the cable shows no damage. An electrical test confirms that it is functioning. The claim concerns the assembly of four parts: the cev669b handle, cev6795b tube, the cev634-1a insert, and the cp393-2 cable. After reassembling all the parts, the bipolar forceps are found to be functional. A test performed on a generator confirms that the coagulation function is operational. Root cause analysis: the reported complaint could not be confirmed. No coagulation observed: no root cause identified in the cable or the assembly of the four instruments. The cause is likely related to improper use or another external parameter, such as the generator.

Event description:
A facility reported that during a surgery, the cable cp393-2 4.5m bipolar valleylab (cp393-2) did not coagulate. There was no electrical current "appeared to be delivered to the jaws of the forceps." There was no patient injury or death; however, this resulted in a 45-minute delay in surgery.